Manufacturer narrative:
Section a5 and a6: unknown/not provided. Section d6b. If explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an uncomplicated cataract surgery in which the preloaded multifocal toric intraocular lens (iol) was implanted in the left eye, the patient experienced dry eye which would not resolve with eye drops or eye ointment (which were standard of care). The patient also experienced persistent headache and pain while reading. It was noted that daily activities were affected by the patient¿s symptoms. The patient sought a second referral and decided to proceed with an iol exchange in the left eye. The replacement lens is unknown. It is unknown if the any medical or surgical intervention was required. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.